Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient underwent surgical intervention where the scs leads were explanted and replaced which resolved the issue. Reportedly, the patient is "doing well" postoperatively.

Event description:
It was reported the patient experienced ineffective stimulation. A sjm representative tried troubleshooting to no avail. Surgical intervention will be taken at a later date to address the issue. The patient received two scs leads with a same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.